Event description:
It was reported that during a device change out procedure, the right ventricular lead exhibited unacceptable thresholds. The lead was explanted and replaced. The patient experienced no adverse consequences.